Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The regional repair center confirmed the reported issue. The image flickering was caused by a defective camera cable unit. Additionally, "pixel correction" was identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation.¿ olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
Follow up in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that, during an unknown clinical procedure, their hd camera head device produced an image which flickered when in near focus. The procedure was completed successfully and uneventfully with a replacement camera head device. There were no reports of patient of user harm associated with this event.